Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. No cosmetic damage noted. There is no data available due to the unit did not have a battery installed when received. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was a heart attack due to high blood glucose. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was 700 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death for an unknown period of time. It is unknown if the customer was using sensors. The caller stated the customer was sent a faulty pump, was unable to use it, went high, was rushed to the hospital, and passed away. The caller declined to provide further information. The caller agreed to return the insulin pump for analysis.